Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set was loose the following information was received by the initial reporter with the following verbatim: a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. I have a photo of a sample from yesterday and the pharmacy tech in the suite today reports that there was another incidence today (sample and tubing not kept but we have the lot number).

Manufacturer narrative:
It was reported by the customer reported a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. One unopened sample of material number 10016073, lot number 23119094 was submitted sealed in its original packaging. Visual inspection of the packaging did not show any indications of damage to the packaging. The sample was then opened and visual examination was done on the infusion set. There were no damages or abnormalities identified on the infusion set. The luer securement coller in question was then attempted to be pulled off the male luer connector body. The securement collar did not separate from the male luer body. The customer complaint of separation with leak could not be confirmed. A root cause was not determined because the failure was not replicated. A device history record review for model 10016073 lot number 23119094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 10016073 lot#: unknown. It was reported by the customer reported a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. Verbatim: a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. I have a photo of a sample from yesterday and the pharmacy tech in the suite today reports that there was another incidence today (sample and tubing not kept but we have the lot number).